Event description:
Reportedly, one episode with noise oversensing led to capacitors charge. The reported event was confirmed. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.

Event description:
Reportedly, one episode with noise oversensing led to capacitors charge. The reported event was confirmed. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
(B)(4).